Event description:
Medtronic received information that during use of a nautilus smart extracorporeal membrane oxygenation, it was reported that air was observed in the arterial side top of the membrane on the second day of the procedure. It was during an interventional lung assist (ila) procedure. The lines were clamped, and the air was removed by drawing on the arterial port. The customer stated that the issue appeared to be micro bubbles slowly appearing in the arterial side. The air was drawn off for a second time and the issues went away for a few hours. However, the issue reappeared overnight. The patient was still on support; therefore, it was unclear if they were affected by the issue. The customer stated that the procedure of an interventional lung assist was not the typical use for the device, but it should not entrain air in any case. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
The device is expected to return for evaluation; investigation is ongoing to identify the reported issue.

Manufacturer narrative:
The complaint device was tested. No device deficiency or malfunction identified.

Event description:
Medtronic received information that during use of a nautilus smart extracorporeal membrane oxygenation (ECMO) oxygenator, it was reported that air was observed in the arterial side on top of the membrane on the second day of the procedure. It was during an interventional lung assist (ila) procedure. The lines were clamped and the air was removed by drawing on the arterial port. The customer stated that the issue appeared to be micro bubbles slowly appearing in the arterial side. The air was drawn off for a second time and the issues went away for a few hours. However, the issue reappeared overnight. The patient was still on support, therefore, it was unclear if they were affected by the issue. The customer stated that the procedure of an interventional lung assist was not the typical use for the device but it should not entrain air in any case. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the root cause of air entry was not determined. There was no bubble detector used. The staff attempted to clear the bubbles by separating the patient from the circuit. They pushed the volume post oxygenator connector and aspirated at the top of the oxygenator. They cleared the air but it reaccumulated. Hours later, the customer aspirated the air out twice from the top of the post oxygenator pigtail without clamping off the circuit. Initially, it seemed effective. However, on night shift air began appearing on the post oxygenator membrane again. It required the circuit to be changed. The oxygenator was placed on an IV pole at or below patient level. There were times when the device was above patient level. The oxygenator level was not consistently at or above the level of the patient's heart as the patient was mobile and the device was being used as an ila. The yellow vent cap was always kept on for this reason. There was a stoppage in blood flow when the customer deaired the device quickly as stated above. There was no retrograde flow observed. Medtronic received additional information that the customer does not want to send the perfusion record due to privacy concerns around identifying the patient.